Event description:
The tech alleged the bed exit alarm is not emitting an audible alarm. No pt impact.

Manufacturer narrative:
The tech found the bed is placing a constant nurse call but no audible sound on the bed exit alarm. The tech replaced the external bed exit piezo alarm on the bed to resolve the issue.